Event description:
It was reported, the patient increased their stimulation from 2.4 volts to 2.5 volts on program 2 and it was too uncomfortable. It was stated, the patient just got over a urinary tract infection and then had a return of symptoms. It was noted, the patient was in a wheel chair at the time of report and the patient wanted to change their programs but had forgot how. The patient was instructed on how to change programs and was set at program 3 at 1.8 volts. It was noted the patient was going to track their symptoms.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28 lot# va05bfn, implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
Follow up information reported that the patient still had concerns with their device therapy but was working with their doctor and the manufacturer¿s representative. An appointment of (B)(6) 2013 was noted.

Event description:
Additional information from the healthcare provider stated the patient had recurrent urinary tract infections.